Event description:
Procedure type: thoracoscopy. According to the reporter: during operation, about one hour after cut, there was a loud click during handling of the device. The noise could not be assigned exactly. After removal of the trocar we asserted that there was broken a 0.8-2.5mm part of the trocar in the situs - near area. After closely appraisal of the operation area/situs the broken parts were found in the "subcutan" tissue of the patient in the trocar area. They were removed manually. There could be minimal residuals still inside the situs. Operation room times was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).